Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. The cause of the high current drain found at the returned product analysis lab could not be determined. Condition was not observed during analysis. Time of elective replacement indicator (eri) on (B)(4) 2012. Save to disk (s2d) shows battery voltage equal to 2.12 volts, battery impedance about 7798 ohms.